Manufacturer narrative:
Technician found bed in shop area. No injury reported. Found siderail functions operated intermittently. Cause unknown. Isolated issue to pcm. Replaced pcm to resolve this issue.

Event description:
Complaint alleged intermittent functions on the siderails.